Event description:
The customer was hospitalized with high bgs. No treatment by pen, set change or alarms. Customer is being treated by mdi. Family member called in and notified company office. Unable to troubleshoot.